Manufacturer narrative:
Patient height reported as 5¿4¿. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal due to pain. During the procedure, five (5) variable angle (va) locking screws were broken. The broken screws were fully removed. The bone was healed. No additional hardware was placed. The procedure was completed successfully with no surgical delay. Revision surgery due to pain is addressed in (B)(4). This report addresses the intraoperative issue with broken screws. Concomitant devices: 3.5mm cortex screw 22mm (part 204.822, lot unknown, quantity 1), 3.5mm cortex screw 24mm (part 204.824, lot unknown, quantity 2), 3.5mm cortex screw 30mm (part 204.830, lot unknown, quantity 1), 3.5mm cortex screw 16mm (part 204.816, lot unknown, quantity 1), 3.5mm cortex screw 12mm (part 204.812, lot unknown, quantity 2), 3.5mm locking screw 10mm (part 212.101, lot unknown, quantity 1), 3.5mm locking screw 14mm (part 212.103, lot unknown, quantity 1), lcp one-third tubular plate with collar 69mm (part 241.361, lot h398866, quantity 1), 2.7/3.5mm va-lcp medial distal tibia plate-right (part 02.118.004, lot 9512579, quantity 1). This report is for one (1) 2.7mm va locking screw. This is report 2 of 5 for (B)(4).